Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. Post procedure, the pump triggered a "placement signal unreliable" alarm that occurred intermittently. Despite the alarm, the motor current and pump function appeared normal. The patient remained hemodynamically stable and continued to receive support from the pump.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned. The data logs were reviewed, and the placement signal unreliable alarm occurred throughout the case. The cause of the optical signal issue could not be determined since the complaint device not returned for investigation.